Event description:
It was reported that the customer received a motor error alarm during bolus. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The insulin pump had moisture damage on the motor assembly. The basic occlusion, occlusion and excessive no delivery alarm tests could not be performed due to the blank display. No motor error alarm could be verified and no motor test could be performed due to the moisture damage. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.